Event description:
We've had 4 incidents of leaking IV admixed preparations made in 2 liter baxa exacta-mix eva containers - ref: 140--empty IV bags. All leaks were along the side seam of the bags. No pts received any of these bags since they were discovered prior to sending to hospital floor. Baxa recently began in-sourcing the manufacturing of these bags.